Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011; product ID 0158 competitor implantable tachy lead, implanted: (B)(6) 2004; product ID 507652 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced high thresholds since implant. The lv lead was explanted and replaced during a generator change. Following the implant of the new device, it was reported by the patient that they felt the device in their stomach. The sales representative made an adjustment and the device remains in use. No patient complications have been reported as a result of this event.